Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an intervention procedure. Reportedly, a suture break was observed after removal of the plunger (step 3). The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. However, hemostasis was unable to be achieved with the pre-placed sutures. Therefore, a cut-down was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # was corrected from unknown to 5030641. D4: model # and catalog # were corrected from unk prostyle to 12773-02. D4: primary UDI number was corrected from unknown to (B)(4). D9: corrected device available for evaluation from no to yes. H6: correction: type of investigation code 4115 was removed. H6: correction: investigation findings code 3221 was removed. H11: additional mfg narrative: revised.